Event description:
Procedure type: sigmoidectomy. According to the reporter: the patient underwent a sigmoidectomy due to sigmoid colon carcinoma. In the first 24 hours, the patient presented pain and fever. The next day, gas in abdominal wall was assessed. Patient was re-operated in a hartman intervention and an ileostomy was created. It was necessary to resect the area of the colon that had the anastomosis and perform the rectal stump closure and terminal colostomy. Patient has stayed in ICU during 2 days and now is stable and under recuperation in ward. There was no buttress material used. There was no blood loss over 500 cc's.

Manufacturer narrative:
(B)(4).